Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however apparent explant damage noted, outer insulation melted, and blood noted on distal conductor (not obstructed); proximal segment returned and analyzed.

Event description:
It was reported that the left ventricular lead was not functioning and the patient's left bundle branch block had resolved. The lead was capped. No patient complications have been reported as a result of this event.